Manufacturer narrative:
Date sent to the FDA: 7/12/2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.